Event description:
It was reported that the patient received antitachycardia (atp) therapy then a shock even though the atrial tachycardia was within the supraventricular tachycardia (svt) limit. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received antitachycardia (atp) therapy then a shock even though the atrial tachycardia was within the supraventricular tachycardia (svt) limit. The device remains in use. No further patient complications have been reported as a result of this event. The caller further reported the patient was again shocked inappropriately due to sinus tachycardia and that the device did not withhold therapy appropriately. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found.